Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump stop and low speed events were confirmed via the submitted log file. A specific cause for the patient's loss of consciousness was not reported, and a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The submitted log file contained events and data captures spanning from 24oct2023 to 20nov2023. A pump stop event associated with low speed/flow alarms and a low speed event associated with low flows were captured within a 30 minute timeframe on 18nov2023 while the system was supported by a mobile power unit. No other notable events or alarms were captured. Based on heartmate ii complaint history and similarly reported events, the data captured in the log file is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop and low speed events cannot be conclusively determined through this evaluation. The patient was placed on an ungrounded patient cable and remains ongoing on (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use and patient handbook are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. However, all heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic for assessment of low flow alarms. On (B)(6) 2023 around 1800, the patient was on mobile power unit (mpu) with the cord stretched out from the wall. The patient heard an alarm and went unconscious, hitting their nose and forehead. Patient reported to have heard the alarm one other time during this time period. The patient then switched to battery power and went to the local emergency department (ed) for assessment of head strike on anticoagulation. Computed tomography returned negative with no bleeding in the brain or any other abnormalities in their lab work. Upon interrogation of the left ventricular assist device (lvad), low speed advisories and a pump stop was noted. No further pump stops were recorded on battery power. The log file recorded speed reductions and a pump stop event while connected to the mpu on (B)(6) 2023. This type of issue has been linked to potential issues with the percutaneous lead in the past. It was recommended to use an ungrounded patient cable or attempt for an external revision of the driveline. Later, x-ray images of the driveline were submitted for evaluation but they did not appear to show any particular areas of concern. Echocardiogram and lab work were all within patient's usual and driveline exit series did not show any identifiable areas of concern. The patient was discharged home with power module and unshielded power cable and they were to be marked as a short to shield heartmate ii patient.